Event description:
It was reported that during an unknown procedure during the hand assisted procedure, the device blade tip became very hot and the button switch was not working properly. There was no click sound heard and the spring on the device was broken. Another similar device was used to complete the case.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.